Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. Customer used self test to do this and insulin pump gave then a hardware low level failures. Customer went to bed and tried again this morning with same result. The insulin pump will be returned for analysis.